Event description:
A distributor reported this incident on behalf of the customer. The customer reported that the AED was used in a rescue attempt and they were concerned that it didn't function correctly. They were unable to download the rescue data and the device was forwarded to cardiac science along with a note stating that the device powered down after the rescue.

Manufacturer narrative:
Device was returned and is being evaluated. A replacement device was sent to the customer.